Event description:
It was reported that the patient presented to the hospital for a foot infection. Device interrogation revealed over-sensed noise on the atrial lead which caused inappropriate automatic mode switch. The physician capped the old atrial lead and implanted a new one on (B)(6) 2025. The patient condition was stable before, during, and after the procedure.